Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's battery pins to resolve the reported issue. Proper device operation was observed through functional, and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would power off when truck hit a bump. This issue is patient related, however, there was no adverse event reported.